Event description:
Smiths medical international ltd., has been notified of an event of air leakage was found in use. The hospital did not pretest the tracheostomy tube per the instructions for use. No adverse outcome.